Manufacturer narrative:
Na.

Event description:
A hemodialysis (hd) patient has been experiencing multiple allergic reactions of unknown origin at various levels of severity. The patient¿s hd nurse reported that the patient¿s reactions are ¿very random,¿ occurring at various times including prior to hd treatment, during hd treatment, and post hd treatments, including reactions at the patient¿s home and on days the patient did not receive hd treatments. The reactions include the following symptoms at various times and degrees (not further specified): welts/hives/rash all over body, itching, lips and facial swelling, raspy voice, nausea and vomiting, unstable blood pressure or drop in blood pressure, convulsions, and normal saline boluses in the presence of fluid overloaded. In addition, it was reported that the patient will ¿just pass out¿, including one time when the patient fell out of their wheelchair (date unknown). The patient was hospitalized for five days related to the multiple allergic reactions. When the patient returned to the clinic for hd treatment (after hospitalization) the dialyzer was changed to the revaclear dialyzer. However, the hd nurse reports that the patient continues to have all the same reactions with the revaclear dialyzer. During treatment, the patient has received micera (occasionally), doxercalciferol, diphenhydramine (intravenously prior to hd treatment), acetaminophen, and midodrine prn. No additional information is available.